Event description:
During follow-up, non-sustained right ventricular oversensing was observed due to noise on the right ventricular (rv) lead. The issue was resolved by capping and replacing the rv lead. Patient was in stable condition and experienced no adverse health consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricular oversensing was observed due to noise. A lead replacement procedure is anticipated. Patient was in stable condition and experienced no adverse health consequences.